Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The concentration, dose, type and lot number was unknown. The pump's indication for use(IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. Whenever the patient would get a pump refill, he would only get relief for 2-3 weeks and it was getting shorter beginning in 2014. Last week, the patient was increased to 30 mcgs, and it did not help the patient at all. The patient was showing signs of withdrawal, itching, and hot to the touch. The patient was completely on oral baclofen. No interventions were mentioned. The patient's current status was that they were working with the physician and would be doing a dye study. An appointment was set up on (B)(6) 2015 and they would talk to the healthcare provider (hcp) then. Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal lioresal 2000 mcg/ml (dose 240 mcg/day) via an implanted pump. Other medications the patient was taking at the time of the event included oral baclofen. The patient's pertinent medical history was cerebral palsy spastic quadriplegia. The patient first started experiencing the issue after refill in 2014 "after change in pump". The patient had "waxing and waning" of tone, itching, and agitation. A catheter evaluation and CT myelogram through the sideport was completed and showed the catheter was patent. Actions/interventions taken to resolve the issues included replacement of the catheter.